Event description:
It was reported that externalized conductors were observed via x-ray. Rv impedance had been high since 2009. The lead remains implanted.

Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 11.7cm to 16.7cm from the distal tip. The silicone insulation was abraded and the re conductors were visible. The etfe coating was intact at the same location. No anomalies were found to cause the observation from the field of high lead impedance.